Manufacturer narrative:
(B)(4). (B)(6).

Event description:
On 13oct2017 a patient (pt) in (B)(6) reported via social media that he/she almost lost vision in the right eye while wearing the acuvue brand contact lens. The pt reported he/she was a long-time user of acuvue lenses, but in 2005 the pt ¿had problems with sand from a school park that got into my eye, which caused serious damage¿. On 17oct2017 the pt called and provided additional information as follows: pt reported he/she got sand into both eyes and at the time while wearing the acuvue contact lenses and continued to wear the lenses for over eight hours. Pt reported redness, irritation and itching upon removal of the suspect lenses. The pt visited an eye care provider (ecp) who advised the pt the ¿eyes were hurt¿. The pt was prescribed medication, but can¿t recall the medication name or frequency prescribed. The pt reported the eyes were ok after one week. The pt can¿t recall the name of the ecp he/she visited at the time of the event. The pt had been wearing the acuvue contact lenses for over one year at the time of the event. The suspect lot # and product were discarded. Additional phone call attempts were made to the pt on 20oct and 24oct2017. On 31oct2017 an email was received from the pt and the additional information was provided as follows: the pt reported, ¿it was my mistake¿. The pt reported that he/she was quite young at the time and no maturity for the use of the contact lenses. Pt went to work wearing the lens and forgot to take the lens case and glasses. In the park of the school where the pt worked, ¿sand came into the eye with the wind.¿ the pt reported the suspect lens was not removed because the pt didn¿t have the lens case. The event happened in the middle of the afternoon and the pt continued to wear the lenses until around 9:00 pm. The next morning the eye was sore and ¿closed¿. The pt went to the ecp, but can¿t recall what medications were prescribed. The pt now only wears lenses on special occasions. The pt reported, ¿also because I do treatment for rheumatoid arthritis, and the medications help with dry eyes. I follow-up with ophthalmologist regularly and everything is fine¿. No additional medical information was received. This event for the pts od is being submitted as a worst case as the event and treatment were unable to be verified with the pts treating ecp. If additional information is received it will be reported within 30 days of receipt. Serious reportable event trends are reviewed quarterly in franchise management review meetings.